Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump gave her too much insulin. Customer also states that they were admitted into the medical center. The blood glucose reading is 25 mg/dl. Nothing further reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.